Event description:
It was reported that the 9900 system had no live image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated and the left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.